Manufacturer narrative:
Additional information received from the local area sales representative indicated that no intervention planned to take place since capture was appropriate. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that this implantable left ventricular (lv) lead was exhibiting high out of range pacing impedance measurements greater than 2,000 ohms. To date, there have been no adverse patient effects reported.